Manufacturer narrative:
Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with the use of the valve. Growth of abnormal tissue around a prosthetic heart valve, termed as pannus formation, is one of the important causes for nonstructural prosthetic valve dysfunction that may require intervention. Pannus may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Protrusion of the pannus into the valve orifice area may disturb blood flow through the valve and finally result in prosthetic valve stenosis. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate a definitive root cause could not be determined due to limited information provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist, approximately 1 year and 7 months post tavr with a 23mm sapien 3 ultra valve, the valve failed due to pannus and stenosis. Prior to intervention the patient was experiencing chest pain, dizziness, fatigue, sob, syncope, falls. The valve was explanted and a non-edwards valve was implanted.